Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited suboptimal parameters. The physician repositioned the ra lead and obtained satisfactory parameters. When the physician was trying to place the lead, the lead's helix was failing to extend. The ra lead was not used. The patient was in the stable condition.

Manufacturer narrative:
The reported event of the helix mechanism issue was not confirmed. A partial distal portion of the lead was returned in one piece with the helix found retracted. The helix was able to extend and retract. Visual and x-ray inspections were normal with no anomalies found except for procedure damage.